Event description:
Report 1 of 2 received from the customer contact that a patient received more medication than intended. On an unspecified date, the pump was programmed in the continuous mode to deliver 5fu at a rate of 0.7ml/hr with a vtbi (volume to be infused) of 150ml. On 6/2005 at 2:30pm the 5fu was initiated at the clinic, and the patient returned home. Four days later at 10:30am, the patient called the clinic and reported that the pump alarmed for proximal occlusion. The container was reported to be empty and the pump display indicated that 88 ml of solution had infused. The patient returned to the clinic. There were no reported adverse patient effects. No medical interventions were required since "all of the medication was delivered." Though requested, no additional information was provided.